Manufacturer narrative:
Review of the provided patient files dated (B)(6) 2025 led to the following observations: - since (B)(6) 2025, ventricular autosensing histograms showed sensing near the borderline zone during vf, which could indicate potential sensing issues at ventricular level. - since (B)(6) 2025, rv lead impedance and rv coil continuity measurements were stable and within normal range. - several non sustained episodes are recorded in the device memory between 26 march and 14 june 2025. - on (B)(6) 2025, the non-sustained episode recorded in the device memory, showed ventricular noise oversensing, with a noise pattern regular and superimposed with physiological signals. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz. Note that the implant manual warns the patient about the ¿potential risks of defibrillator malfunction if he is exposed to external magnetic, electrical, or electromagnetic signals¿. Reprogramming may be required to improve discrimination of this 50hz oversensing episode to reduce the likelihood of resulting in inappropriate therapy. - the rv sensibility could be increased to 0,6 mv reprogramming remains the physician¿s responsibility. The risk of delivering inappropriate therapy should be weighed against the risk of not delivering appropriate therapy. Based on available data, no issue is suspected on the subject crtd. However, careful monitoring of this phenomenon should be performed upon each follow-up.

Event description:
Reportedly, several oversensing episodes are recorded. Oversensing has been reproduced during the mobilization of the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several oversensing episodes are recorded. Oversensing has been reproduced during the mobilization of the device.